Event description:
It was reported that the patient's remote transmission was unsuccessful, and a power on reset (por) was suspected. Further investigation revealed that the device serial number had been deleted from the device programming. The serial number was restored, and the remote transmission was successful. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.